Event description:
A nurse from the user facility provided additional info stating there was no pt impact/injury associated with this event.

Event description:
A surgeon reported that the intraocular lens would not unfold after it was inserted in the eye. It is not known whether there was pt impact/injury associated with this event. Additional information has been requested.